Event description:
I had an upgraded nevro stimulator implanted on (B)(6) 2025 (replacing original implant generator from 2017). Remote control phone app stopped working on (B)(6) 2026, and I'm completely unable to connect to the device and control stimulator programming. Nevro attempted troubleshooting with no resolution and no eta for a physical remote replacement provided. I am experiencing consistent pain and need for increased medication for partial relief. I am unable to work due to breakthrough pain symptoms and medication side effects. UDI: (B)(4). (Omnia stimulator, spinal-cord, totally implanted for pain relief).